Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At the 45-day follow up, transesophageal echocardiogram (tee) was performed which showed the implanted device appeared to have shifted proximally in the laa. The device was stable and there was no leak observed. The patient had no symptoms or complaints. The patient was kept on their oral anticoagulants with plans for the patient to return in three months for a follow up computed tomography scan.